Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Summary attached - updated. Expiration date - added. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the long sheath was found to be kinked and separated at distal to the strain relief. In addition, the catheter shaft appeared to have kinked first and then separated. Functional testing could not be performed based on the damaged condition of the returned device. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the guide catheter during the clinical procedure, therefore a cause of procedural factors has been assigned to the reported issue.

Event description:
It was reported that during the procedure, the guide catheter shaft (subject device) fractured inside the patient. The physician replaced it with a new guide catheter and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the guide catheter shaft (subject device) fractured inside the patient. The physician replaced it with a new guide catheter and continued the procedure without clinical consequences to the patient.